Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx closure device was implanted. The patient was discharged. At the routine follow up transesophageal echocardiography (tee), five (5) months post implant, the physician noted a possible device related thrombus. The patient returned three (3) months later for a follow up and there was no change in the imaging. The patient was reported to have been on anticoagulation medication. No further information was provided.

Manufacturer narrative:
B3 date of event: estimated as 10/21/2025 as the media provided was labeled 21_10_2025. D4 unique identifier (UDI) #: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
B3 date of event: estimated as 10/21/2025 as the media provided was labeled 21_10_2025. D4 unique identifier (UDI) #: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx closure device was implanted. The patient was discharged. At the routine follow up transesophageal echocardiography (tee), five (5) months post implant, the physician noted a possible device related thrombus. The patient returned three (3) months later for a follow up and there was no change in the imaging. The patient was reported to have been on anticoagulation medication. No further information was provided.